Event description:
It was reported that when using the bd pyxis¿ es server, user unable to set all the station into critical override. Customer set the station into co in the server but not responding.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to access to all stations, required to put the station into critical override but cannot login into station and the station was not responding. The technical support specialist (tss) dialed in to devices and restarted the data synchronization service, which resolved the communication issue and cleared the critical override. With approval from the customer, the server was rebooted; however, this did not fully resolve the issue. The tss continued monitoring and restarted the data synchronization on remaining devices, leaving only four devices pending due to active operations. Status updates were provided to the customer, and a callback was requested once all devices were resolved. Documentation was completed, and the case was closed per customer request. The system functioned as intended after the technical support specialist troubleshot the device.